Event description:
It was reported during in clinic follow up that the atrial lead was exhibiting low pacing impedance and oversensing due to noise. The lead was successfully reprogrammed. The patient was stable and asymptomatic.

Event description:
New information received notes further instances of low pacing impedance and oversensing due to noise. This oversensing caused inappropriate mode switch. Diagnostic imaging did not reveal any physical anomalies. The lead was reprogrammed. There were no patient consequences.

Event description:
New information recieved notes that the lead was explanted on (B)(6) 2023 and successfully replaced. Patient was stable following procedure.